Manufacturer narrative:
Citation: lior henri fortis et al. Transesophageal echocardiography guidance is useful for valve-in-valve transcatheter aortic valve replacement. Jacc cardiovasc interv. Apr 28;18(8):1067-1069 2025. 10.1016/j.jcin.2025.01.443. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 75-year-old female patient who six years prior underwent transcatheter aortic valve replacement (tavr) with implant of a medtronic 29-mm evolut pro bioprosthetic valve.  More recently, an evaluation by transesophageal echocardiogram revealed a severely stenotic prosthesis with moderate transvalvular aortic regurgitation and moderate-to-severe paravalvular leak.  Subsequently the patient underwent successful valve-in-valve implant of a non-medtronic bioprosthetic valve inside the degenerated evolut pro valve.  No further information was provided pertaining to medtronic products.